Event description:
The treating vns physician reported that she was unsure of the relationship of the infection to vns. The vns devices were removed prophylactically due to concern of the infection spreading to the vns devices.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient was admitted to the hospital for a pleural effusion, tube, and antibiotic. A culture showed a staph infection related to a foreign body. Currently the physician believes that this is associated with vns as it is in the left lung. The patient is being considered for an explant surgery. The patient's generator and lead were both explanted on (B)(6) 2016. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead and generator were both sterilized prior to shipping.